Event description:
It was reported that we received this syringe pump back from repair; however, after several attempts, our technician has determined that it is not ready for patient use. The issue appears to be a failure in the pressure disc calibration, and it needs to be returned for vendor. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.